Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization records were within normal parameters and there have been no other reported complaints on this product lot. Product labeling addresses the possibility of complication associated with surgical procedures of this kind, including pt intolerance to any foreign implant.

Event description:
Pt reported having skin reactions approximately 4-5 months after implantation of a chin implant and reconstruction of the nose using cadaveric tissue. At first the red burning areas were lasting about 48 hours showing up on forehead, nose and cheeks. Now it is constant. Pt is concerned about possible allergic reaction to the implant. Pt really likes her chin implant and has not yet decided whether to remove the implant. Follow up with the pt's physician indicates that pt reported rash on face and neck approximately 8 days after implantation, and benadryl was recommended. Subsequently, the pt has been treated with medrol dose packs, xanax, cipro, and mupirocin ointment. The problems have been ongoing, and the pt is seeing a dermatologist. Though the cadaveric tissue reconstruction is one possible source of the reported problem, the doctor cannot rule out the chin implant as a potential cause.